Event description:
A customer reported that there was a low level of aspiration and a system message displayed during a cataract extraction procedure. The customer called technical services and after a 2.5 hour delay, the system was primed but the system message displayed again. The customer decided to move the pt to another facility to complete the procedure. The pt was noted to have edema and elevated intraocular pressure after the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).